Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose levels had been gradually climbing overnight despite maintaining their normal routine. The patient¿s infusion set had been changed the previous evening, and by midnight their levels were around 98 mg/dl, rising to 155 mg/dl in the early morning. After breakfast and meal announcement, their glucose further increased to 277 mg/dl, and a fingerstick confirmed 306 mg/dl. The patient¿s wife noted that a different site was used due to the patient changing the side they sleep on. The agent instructed the patient to check for a bent cannula; none was observed. A new infusion site was placed, and the patient¿s glucose decreased from 277 mg/dl to 267 mg/dl within minutes after administration of one unit of insulin. The patient¿s wife reported that the patient had been on steroid inhalers for several months without prior issues and suspected a possible cgm (g7) contribution. No ketone testing, steroid injections, professional medical intervention, or other assistance were required, and the patient did not experience any immediate health effects. A follow-up call confirmed that after changing the infusion set, the patient¿s blood glucose levels were returning to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.